Event description:
It was reported that the patient presented remotely/ a remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing when the patient was in atrial fibrillation. No intervention was performed. The patient had no consequences.